Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the distal end was not secure due to adhesive peeling off of the distal end. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end was not secure due to adhesive peeling off of the distal end. There was no patient involvement.